Event description:
Caller reported a cartridge alarm 20 issue, which did not adversely impact the customer's blood glucose level. Cts confirmed the problem with consecutive cartridges and decided to replace the pump, ensuring the customer will continue with mdi as a backup therapy. Cts provided instructions for returning the pump and advised on programming and connecting the replacement pump, which the caller understood and acknowledged.